Manufacturer narrative:
Tracking #.51010. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. One instrument 1seal was rec'd in good condition. No anomalies could be identified.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon stated the safety shield retracted upon trocars being inserted but never retracted by covering the blade. A 355sd and 511sd was pulled to complete the case. The case was completed without incident. There was no consequence to the patient.